Manufacturer narrative:
Upon receipt, the ICD was not interrogatable, confirming the clinical observation. The ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the output stages of the high voltage circuit had been damaged. This damage indicates a shock delivery into an external short circuit. Due to the damage of the electrical module, the device could not be interrogated properly. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be flawless. In summary, the ICD was damaged due to a shock delivery into an external short circuit. The manufacturing records document a flawless device production. Based on the observed damage symptoms, the short circuit was located in the shock path outside the ICD, possibly due to a damaged lead insulation. There was no indication of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that the device could not be interrogated. The date of implant was not provided. No adverse patient side effects have been reported. The device was explanted.